Event description:
The complainant is an operator of the advia 120 system. They indicate that during a routine cleaning they scratched themselves on the sample needle. The complainant supervisor was contacted to review this situation. Theyindicated that the operator was inexperienced and scratched themselves with the sample needle during a routine cleaning procedure. Supervisor also indicated that the operator did not turn the system off as instructed in product labeling prior to the cleaning operation and simply did not pay attention to what they were doing. The complaint is considered closed for purposes of MDR.